Event description:
It was reported that the patient came to the clinic complaining of discomfort during stimulation after making a sudden movement. An x-ray showed that the electrode had dislodged from the nerve. The patient has been referred to neurosurgery for review and to assess the possibility of reimplantation. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.